Event description:
A physician reported that during the core phase of the surgery too many bubbles were formed and it was difficult to see. Additional information was received from the technical service. The event was due to a single use vitrectomy which was disposed of after the surgery. The event was probably due to a problem on the filter on the handpiece of the vitrectomy. It was not due to the system. The surgeons confirmed that the issue did not occur again and the instrument was working properly. At the time of this report the patient impact was unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, product history records and lot history could not be reviewed. A sample was not returned; visual inspection or functional testing could not be conducted so it is not possible to isolate the root cause. (B)(4).